Event description:
It was reported that this patient noted their shock therapy was programmed off as it kept shocking them. The pacemaker therapy remained active. This patient mentioned having bad complications and indicated they nearly died. It was noted this occurred over a year ago and the timing details were not clear. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.